Manufacturer narrative:
Manufacturer¿s reference number: (B)(4), on october 16, 2023 mentor became aware that it erroneously did not reflect the device as returned in section h of the initial report submitted on that same date. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture/breast cancer. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 78-year-old female patient who underwent breast implant surgery with a 275cc mentor memorygel breast implant, date of implant (B)(6) 2002) developed breast cancer in the left breast. As a result, the patient underwent lumpectomy with slnb (sentinel node biopsy) on (B)(6) 2016 and radiation therapy completed (B)(6) 2016. It was also reported that the patient has experienced breast implant rupture on the left side confirmed by magnetic resonance imaging. As a result, the patient underwent bilateral explantation and replacement on (B)(6) 2023.